Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. More than six months after the procedure, on (B)(6) 2012, the surgeon elected to perform an incision and drainage procedure (known as an I&d) and exchanged the restoris mck tibial insert polyethylene component.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. The surgeon chose to exchange the tibial insert polyethylene component during the routine procedure as a precautionary measure since the joint was already exposed. There was no evidence that the rio or restoris mck implant system caused or contributed to the need for the exchange of the polyethylene component.